Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer was not moving correctly. A back-up vessel sealer instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and the reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. No unintuitive motion was observed during in-house testing. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. Visual inspection was performed, and no damage was observed. No failures were observed during log review. There is no problem detected. The complaint was not confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.